Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that basal rates were missing from the insulin pump. The customer stated that there were only 5 settings out of 24 in the device. The customer stated she realized the issue when she was low and then high in the same day. The customer's blood glucose reading at the time of call was 8.8 mmol/l. The customer was assisted with uploading carelink data. No further details were provided.